Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit would power on but is not working. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was told that the customer experienced a blood back event, causing the unit not to function in accordance with the manual. To fix the issue, the fse replaced the cbl assy,pim to backplane (0012-00-1640) and pneumatic module assy, rohs (0997-00-1178). The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.